Event description:
It was reported that a thrombus occurred. In (B)(6) 2020, a left atrial appendage (laa) closure procedure was performed. A watchman access system (was) was positioned and 24mm watchman laa closure device & delivery system (wds) were used. The wds was deployed and released at the physicians discretion without residual blood observed and with complete seal. The transition distance from the left atrium to the ostium of the left atrial appendage was long and the closure device itself was placed at the ostium of the left atrial appendage. Warfarin and aspirin were taken orally until 45 days post procedure. No thrombus or residual blood flow of 5mm or more were observed during the 45-day follow up tee, so the patients oral medication was changed to aspirin and clopidogrel. No leaks were noted during the three month follow up and tee. In (B)(6) 2020, the patient presented for their 6 month follow up and CT images taken revealed a 2cm thrombus formation covering the surface of the device centering on the screw. Another tee is planned and consideration is being made to change the patients medication to warfarin and aspirin. The patient shows no symptoms caused by the device related thrombus (drt) . There has been no change in the patient condition.

Event description:
It was reported that a thrombus occurred. In january 2020, a left atrial appendage (laa) closure procedure was performed. A watchman access system (was) was positioned and 24mm watchman laa closure device & delivery system (wds) were used. The wds was deployed and released at the physicians discretion without residual blood observed and with complete seal.the transition distance from the left atrium to the ostium of the left atrial appendage was long and the closure device itself was placed at the ostium of the left atrial appendage. Warfarin and aspirin were taken orally until 45 days post procedure. No thrombus or residual blood flow of 5mm or more were observed during the 45-day follow up tee, so the patients oral medication was changed to aspirin and clopidogrel. No leaks were noted during the three month follow up and tee. In july 2020, the patient presented for their 6 month follow up and CT images taken revealed a 2cm thrombus formation covering the surface of the device centering on the screw. Another tee is planned and consideration is being made to change the patients medication to warfarin and aspirin. The patient shows no symptoms caused by the device related thrombus (drt) . There has been no change in the patient condition. It was further reported that at the 1-year follow-up on 14jan2021, a layered, non-mobile, 2cm thrombus was observed on the surface of watchman device on the left atrium side.